Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had scratches and was harder to read; also the buttons were less responsive and harder to press. The customer's blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.